Event description:
It was reported that when the user clicked the charging button the device would print the paper. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the customer was provided with a quote for repairs, as the equipment is not under warranty. However, the customer declined the quote and service. The device was not available for additional investigation and remains at the customer site.